Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center could confirm the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. Unexpected stress was applied by the user handling. Aging deterioration may have caused the defect because 8 years have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.

Event description:
During the device reprocessing, the user found that the coupler movement part was fell off due to the two springs were fallen. There¿s no physical damaged or cracked on the device connector. There was no corrosion or rust on the device. There were no reports of patient injuries related to this incident. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. -the cable was cut. -there was water leakage from the focus buttons assembly. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.